Event description:
While in ICU, user inserted catheter via inner jugular vein to infuse catecolamine via medical lumen. A leakage at juncture hub occured 7.5 hours after insertion. A sudden fall in blood pressure to 50-90 mmhg was due to stoppage of catecolamine. Catheter was removed the next day and pt reportedly recovered fully with no related complications.